Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in late 2008 that a nasobiliary catheter with guidewire was used during a endoscopic nasobiliary drainage (enbd) procedure. According to the complainant, the tip of the jagwire guidewire of this nasobiliary catheter kit detached in the common bile duct during removal of the guidewire from patient. The detached tip segment remained in the common bile duct and measured approximately 2cm in length. It was indicated that the detached tip segment would possibly be retrieved after the nasobiliary catheter was withdrawn. The catheter was left in place at that time. No additional details are available regarding the circumstances surrounding the event. Should additional information become available, a supplement will be forwarded at that time.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.